Event description:
Healthcare professional reported injecting a patient in the lips with 1 syringe of juvéderm® volbella¿ xc. Four months later, the patient experienced areas of induration where product was injected occasionally become inflamed and are very tender. The following month, the white mass extruded from the dry and wet vermilion border without applied pressure.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.